Manufacturer narrative:
One i3 unit model cm1100 with main unit serial #(B)(6) and one i3 accessory set was returned. External and internal visual inspections of unit revealed that the right-angle extension cable, the power supply and power cord are in good condition with no physical damage. It was reported that the cause of the problem was determined to be frayed power connector plug-unconfirmed.

Manufacturer narrative:
A-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed wires of the power extension cable. The patient electronics device was replaced and there were no adverse consequences reported by the patient.